Event description:
Patient reported that on five occasions since 02/2006, her infusion set tubing partially or completely separated at the luer lock connection. Patient indicated that her blood glucose was elevated (400's mg/dl). She reported that on all occasions, she changed her infusion set and administered a blous to reduce her blood glucose level. During one incident, she woke up feeling ill, causing her to check her tubing. She reported noticing that the luer lock and tubing had disconnected. Patient did not indicated specific symptoms related to the elevated blood glucose or feeling ill. She indicated that no medical assistance was necessary to address this issue. No product is being returned.